Event description:
It was reported that while connected to a patient, after a mode change, the ventilator delivered a higher tidal volume than set. There was no harm to the patient reported. (B)(4).

Manufacturer narrative:
Evaluation of the received device logs show that the ventilation mode change was from a pressure regulated ventilation mode to a volume controlled ventilation mode. In a pressure regulated mode the ventilator delivers breath at a user preset pressure level. The delivered volume is dependent on set pressure, lung compliance and resistance in patient tube which means that the tidal volume can vary. In a volume controlled mode the ventilator delivers breath with the user preset tidal volume. Further evaluation of the device logs show that the set tidal volume after the ventilation mode change was 639 ml and according to received information the customer expected a tidal volume of about 300 ml. When changing ventilation mode during ongoing ventilation the settings from previous mode that is applicable in the new ventilation mode will be kept. When switching from a pressure regulated mode to a volume controlled mode the measured tidal volume from the last breath in the pressure regulated mode will be the suggested tidal volume in the volume controlled mode. The change will however not take place until the new settings are accepted by the user and the suggested tidal volume can by the user be changed/set to the desired tidal volume before accepting the new settings. Our conclusion is that the reported event is related to the user. There is no technical malfunction with the ventilator.

Event description:
(B)(4).